Event description:
The pt was implanted with a left ventricular assist device (lvad). The transplant tech/coordinator reported that following the pt's pump exchange, the pt went into a multi-organ failure and expired.

Manufacturer narrative:
The explanted device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.